Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during insertion, it was found that the distal shaft was torn. No separation was noted, and the physician was able to remove the device from the patient without issue. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues were found, and the device appears to be in good condition. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. The device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, specifically during insertion, it was found that the distal shaft was torn. No separation was noted, and the physician was able to remove the device from the patient without issue. The procedure was completed with another of the same device. No patient complications were reported.